Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reporting patient had an ultrasound examination which showed rupture on the right side. Device has been explanted and exchanged.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was broken shell. A weight test of the device was verified and the device underweight. A broken is found with the following conditions: striated edge on anterior due to surgical damage, sharp edge on the posterior due to an unidentified (tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a broken is found with the following conditions: striated edge on anterior due to surgical damage and sharp edge on the posterior due to an unidentified (tear) opening.

Event description:
Physician reporting patient had an ultrasound examination which showed rupture on the right side. Device has been explanted and exchanged.